Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states, ¿loosening, migration, or fracture of the implants can occur due to loss of fixation, trauma, malalignment, malposition, non-union, bone resorption and/or excessive unusual and/or awkward movement and/or activity and/or excessive weight.¿

Event description:
It was reported that the patient underwent an initial partial knee arthroplasty on an unknown date. The patient was revised on an unknown date due to instability, most likely due to injury of the popliteal tendon. Subsequently, the patient was revised on (B)(6) 2015 due to tibial loosening and lateral instability.